Event description:
It was reported that this lead was unable to be successfully implanted due to high impedance, high thresholds in multiple spots in right atrium. A new lead was implanted with better numbers. No adverse patient effects were reported